Event description:
Additional information was received. It was reported that the monitor went black randomly. When the manufacturing representative (rep) switched on the reparation day, it switched on well.

Manufacturer narrative:
Additional information in b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736217r correction to imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A0902: black screen a110201: touchscreen does not work g2: this event occurred in portugal, see section e. H3, h6: the system was serviced in the field. The monitor was replaced, keeping the ssd of the broken monitor. The software was updated to version 1.0.3. It has been verified that the equipment works in operational mode. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a broken screen. There was no patient involved. Additional information was received. It was reported that the touch screen did not work. Additionally, when starting the computer, sometimes the screen would go black and do nothing.